Event description:
It was reproted that in preparation for a pci procedure, the physician noticed that a foreign body was on the hoop of the graphix guidewire. Event occurred during unpacking and the device did not enter that patient. The lesion being treated was in the mid right coronary artery (rca). The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report